Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the venous sinus using a penumbra system ace 68 reperfusion catheter (ace68). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician placed a neuron max 6f 088 long sheath (neuron max) over the ace68, penumbra system 3max reperfusion catheter (3maxc) and a guidewire into the target vessel. Then he removed the 3maxc and the guidewire to advance another guidewire in exchange to remove the ace68. However, while retracting the physician experience resistance and the ace68 became stretched. The ace68 was successfully removed and the physician decided to end the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the ace68 begun to stretch approximately 104.0 thru 138.0 cm from the hub. The total length of the stretched ace68 was approximately 151.0 cm. Conclusions: evaluation of the returned ace68 revealed that the catheter shaft was stretched. The reported complaint mentioned that while retracting the ace68, resistance was experienced. If the device is forcefully retracted against resistance, damage such as stretching may occur. The neuron max and 3maxc identified in the complaint was not returned to penumbra for evaluation. The root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.